Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Reportedly, the customer accidentally requested and delivered a 9 unit insulin bolus. Customer consumed glucose tablets and carbohydrates to address the low bg. Tandem technical support performed a pump system check and verified the pump functioned as intended.